Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the reloads cut alone and the blade of the reloads was shooting alone. Another reload was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.